Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the worn-out scope socket/output connector slider switch could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found error code b30 due to a worn-out scope socket slider switch causing intermittent use of high intensity mode, the non-olympus lamp life meter reading was reading below 50 hours, light output measured within range, the front panel had a surface dent and crack on the mouth, the top cover had deep scratches and needed to be replaced. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed error code b30. The issue was found during preparation for use in a diagnostic procedure. The procedure was completed with another device. There were no reports of patient harm.